Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this lead was attempted to be implanted. During the implant procedure it was noted that the lead showed signs of damage. Another lead was implanted instead. This lead is expected to be returned for analysis. No adverse patient effects were reported.